Event description:
It was reported that the user meal announced more than usual for dinner and again before consuming candy, after which the ilet indicated a downward glucose trend and a low alert, and the user¿s continuous glucose monitor displayed 59 mg/dl; the user treated with a glucagon pen and ate watermelon, with glucose rising to 80 mg/dl shortly thereafter. Symptoms included hypoglycemia. Outcomes included transient impact on activities of daily living. Investigation included technical review and user education on hypoglycemia recognition and avoidance of overcorrection. Investigation of this case revealed that the event followed excess meal announcements without evidence of device malfunction. It was concluded that the event was consistent with use-related factors with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.